Event description:
Customer called to report that fluid was leaking from a crack on the flow cell of the unicel dxc 800 synchron system. Customer had just completed routine instrument maintenance. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and disassembled the flow cell. The fse then determined that the root cause of the instrument issue was due to improper customer installation of the hardware during routine customer maintenance. The fse then properly installed the quad ring and reassembled the flow cell. The fse verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).